Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited scope switch 1 cannot capture. The issue occurred during a diagnostic laryngoscopy. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h4, h6 and h11. The customer contacted olympus technical assistance support (tac) via phone. Scope switch 1 cannot capture still images into ncare, scope switch 4 can capture, start, and stop videos successfully into ncare. Customer stated when the foot pedal is pressed, still images successfully capture into ncare. Using the front panel on the otv-s190 I had reporter contact press the menu button > user settings > edit > user 03 > switch preset > scope switch / switch 1 is set already set to release 1. Using the front panel on the otv-s190 I had reporter contact press the menu button > user settings > edit > user 03 > switch preset > footswitch / switch 1 is set already set to release 1. Using the front panel on the otv-s190 I had reporter contact press the menu button > user settings > select > user 03 > we selected yes to call up the settings. Powered off the otv-s190 and the ncare unit for 1 minute, waited 1 minute then powered back on the tower and the ncare unit, waited 1 minute, then test captured an image from scope switch 1 and the unit 3 times fast and did not capture the image into ncare. Customer tested capturing an image using the footswitch and the image captured into ncare. The customer informed tac of the event. The device will be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.